Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol) in a preloaded delivery system, the lens ejected quickly causing the haptic of the lens to perforate the capsule. The lens was removed. Additional information was requested.